Event description:
It was reported that customer received a compromised forced sensor alarm during priming. Customer states insulin was squirting out when attempted to prime. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and flush drive support disk. The insulin pump was received with bleeding display glass. The insulin pump was received with minor scratches on the display window.